Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 270 units of insulin, and the contact alleged that the pump underestimated the amount of insulin remaining in the cartridge. At the time of the reported event, the customer was unable to provide the amount of insulin that had been delivered. As the reported event occurred in the past, tandem technical support was unable to perform troubleshooting to determine a cause of the inaccurate fill estimate. The customer loaded a new cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level.